Event description:
It was reported that the insulin pump was fully immersed into water as the patient entered a swimming pool. The patient's blood glucose was 342 mg/dl, which was treated with the insulin pump. Fluid reportedly appeared under the lcd display, but later disappeared. It was advised that the patient discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons functioned properly and no moisture damage found on the keypad traces, electronic assembly or motor. No cosmetic damage noted.